Manufacturer narrative:
The solitaire platinum device and competitor catheter were returned for analysis. The solitaire's pushwire was found to be protruding from within the competitor catheter hub. The competitor catheter¿s hub was found to be occluded with what appears to be dried blood. The catheter¿s body was found to be kinked, damaged and flattened at multiple locations. The catheter's distal tip was found to be damaged and indented. The solitaire device was found stuck within the catheter lumen. The catheter was flushed with water and dried clotted blood and water exited from the distal tip. The catheter was then flushed with enzyte¿ enzymatic detergent to loosen/remove the dried, clotted blood from the lumen. However, the solitaire device was still unable to be removed from within the competitor catheter. The catheter was then dissected (cut) to remove the solitaire. The solitaire stent was found within the distal tip of the competitor catheter lumen. The solitaire device was able to be pulled out from the dissected section of the catheter without issue. The dissected section of the competitor catheter inner lumen was examined, and it did not have noticeable damage. The solitaire stent struts was found to have dried, clotted thrombus material adhered on it. The solitaire stent was then placed in the sonic cleaner to remove the thrombus material. The solitaire stent¿s working and non-working lengths struts were found cut, which likely occurred d uring the dissection of the competitor catheter. Inspection of the remainder of the stent, apart from the cut struts, revealed no other damage or irregularities. No irregularities were found with the attachment zone. The marker coil was found to be pulled back proximally from the attachment zone. No damages or irregularities were found with the marker coil. The ptfe shrink tubing was found to be stretched and damaged proximal to the marker coil distal end of the pushwire. What appears to be a broken segment of the distal section of the rebar-18 microcatheter was found on the proximal end of the solitaire platinum pushwire. No damages or irregularities were found with the rebar-18 distal tip. The rebar-18 proximal section was found to be stretched and elongated. The tubing material was broken and exhibited jagged edges, exposed braid, stretching and necking. The rebar-18 microcatheter appears to have separated within the proximal pebax tubing segment. The rebar-18 proximal segment was found to be separated and missing. The missing segment was not returned. The solitaire was pulled from within the rebar-18 distal tip lumen without issue. No bends or kinks were found with the solitaire's pushwire. No other anomalies were observed. The competitor catheter will be returned to the manufacturer. Linked with MDR: 2029214-2018-00541. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire revascularization device (srd3) was stuck at the tip of the distal guide catheter during a mechanical thrombectomy procedure. The device was used to treat a patient's carotid-t-occlusion. Patient vessel tortuosity was described as moderate. The distal access catheter was placed in front of the thrombus. There was great resistance when the srd3 was delivered via the rebar 18 catheter at the beginning. The rebar 18 catheter and the srd3 was delivered passed the occlusion. The rebar 18 catheter was then withdrawn about 1 cm in the distal access catheter. Attempt was made to retrieve the srd3 after waiting for 3-5 minutes. The srd3 could not be retrieved because it was stuck at the tip of the distal access catheter. The srd3 could not be moved forward or backward. The physician removed the distal access catheter and the srd3 system from the patient. No patient injury reported. The rebar was not returned as the catheter was pulled back into (B)(6) before the aspiration. Solitaire was pulled back alone to increase the aspiration volume.

Manufacturer narrative:
Based on the device analysis and reported information, the rebar-18 micro catheter is compatible for use with the solitaire platinum revascularization device. However, it was not reported if a continuous flush was maintained within the rebar-18 micro catheter lumen. It is possible the patient¿s ¿moderate¿ vessel tortuosity and damages found with the returned sofia plus catheter (catheter kinking and flattening) contributed to the event subsequently causing the damages found with the returned devices (catheter stretch, pushwire ptfe shrink tubing damaged, marker coil displacement) and the subsequent separation of the rebar-18 micro catheter during removal from within the sofia plus catheter, and prior to removal of the solitaire platinum revascularization device. The separation of the rebar-18 micro catheter and the dried, clotted blood found within the sofia plus catheter lumen likely contributed to the event. All products are 100% inspected for damages and irregularities during manufacture. Per the solitaire platinum instructions for use (IFU): ¿to achieve optimal performance of the solitaire¿ platinum revascularization device and to reduce the risk of thromboembolic complications, maintain continuous flushing action between a) the femoral arterial sheath and the guide catheter, b) the microcatheter and the guide catheter and c) the microcatheter and the push wire and the solitaire¿ platinum revascularization device.¿ in addition, ¿if excessive resistance is encountered during the delivery of the solitaire¿ platinum revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ platinum revascularization device against resistance may result in device damage and/or patient injury. If excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ per the rebar IFU: ¿place the appropriate guide catheter following recommended procedures. Connect a one-way stop-cock to the guide catheter to prevent backflow of blood during insertion of catheter. Connect a hemostatic side arm adapter one way stop-cock to allow for insertion of catheter and to continuously flush the guide catheter with saline.¿ in addition, ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.